Manufacturer narrative:
Weight & ethnicity: unknown, not provided. Date of event is unknown. Best estimate would be between (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol) was explanted from the patient's operative eye due to poor vision at distance and near/poor reading and blurry at distance. Patient did not like the quality of vision and could not perform duties at work. The exchange of lens was performed by another surgeon. The patient visual acuity (va) pre-operative (op) was 20/60 and post-op is at 20/30. Another johnson & johnson lens (diu model and unknown diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was not provided. The customer indicated that the lens will not be returned. No further information was available.